Event description:
It was reported by a medical professional during follow-up regarding high impedance on a patient's device (previously reported in MFR report#1644487-2015-06352), that the medical professional was unable to interrogate the generator. The medical professional confirmed the programmer could interrogate other patient's devices and that there was no issue with the programmer. The generator was last known to have been interrogated on (B)(6) 2014 with normal impedance reported. The interrogation results were reported to have been found by the patient's previously treating physician before the patient moved. Review of the manufacturer's programming history database found no records for parameter/diagnostic history for the device. A hypothetical worst-case estimate of battery life was performed using the settings provided for the patient from the date of re-implant and an impedance value of 10,000 ohms as a worst-case assessment. The results indicated a minimum of 5.7 years and an expected time of > 10 years before the generator would reach near end-of-service. Considering the high impedance was not reported to have occurred until (B)(6) 2014 or later it is unlikely that the high impedance has caused the depletion of the battery to the point it would be unable to communicate. Review of the DHR for the generator revealed no anomalies during the manufacture of the device and passed functional testing. Follow-up to the previously treating physician revealed that they were unaware of any issue ever had with the patient's vns. No additional relevant information has been received to-date.